Event description:
It was reported that pump experienced malfunction after pump got wet. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump and multiple daily injections (mdi) for insulin therapy.